Event description:
It was reported that during an unspecified procedure, the shaft of a rio aspiration catheter broke outside the patient.

Manufacturer narrative:
The complainant indicated that the rio aspiration catheter will not be returned for evaluation; therefore, a failure analysis of the rio aspiration catheter could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.